Manufacturer narrative:
(B)(4). The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test, or verify frozen display and unresponsive keypad due to critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace and history files using thus. A review of the formatted history file reveals a pump error 35 alarm was triggered on (B)(6) 2021 at 15:34 causing the critical pump error (open book) alarm. The pump was cut open to perform a visual inspection and moisture damage is found on pcba 1, the motor, and force sensor. Critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. The force sensor zero offset is within specification (21.1 mv) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, end cap address label faded, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to moisture damage on the force sensor. Cosmetic damage on the battery compartment and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that, the insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. The customer discontinued usage of the device. Product got returned and analyzed.